Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: february 10, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed that the lens was coated in viscoelastic residue. The lens was cleaned and inspected; no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zkb00 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded multifocal intraocular lens (iol), model zkb00, was implanted in the patient¿s left eye. During the postoperative examination, the patient reported blurry vision, halos, and glare. The iol was subsequently explanted during a secondary surgical procedure. The replacement lens information is unknown/not provided. No incision enlargement, vitrectomy, suturing, procedural delay, or use of medications outside standard care was required. The patient fully recovered. Best-corrected visual acuity improved from 20/30 preoperatively to 20/20+2 postoperatively. Directions for use were followed. No further information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code: 4619 - blurry vision; 4619 - halo vision- surgical intervention required; 4619 - glare surgical intervention required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.